Manufacturer narrative:
(B)(4). Date sent: 12/23/2020. Batch # r58p95. Component code: safety(g06). Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60d reloads received. The reload (b) was received partially fired (B)(6). The reload (c) was received fully fired. The returned device and reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2020 investigation summary: upon visual inspection of six photos, the following was observed: the first photo shows a device inside of its opened package with no reload loaded from top view. The second photo shows a gold reload from top view and it belongs to batch # t5de15. The third photo shows a gold reload from top view and it belongs to batch # r5al0t. The fourth photo shows a gold reload from pan area. However, the sled was not observed. The fifth photo shows a gold reload inside of its opened package and sled can be seen partially advance: it possible that partially firing caused the malformed staples. The sixth photo shows a device from trigger area and it belongs to batch r58p95. Also, the closing trigger and fired trigger can be seen in open position. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch#: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: six photos were received for review. Received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic resection of esophageal carcinoma surgery, when severing esophagus tissue on the first firing, after fired, noted some staples malformed with irregular shape with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.